Manufacturer narrative:
The customer reported that the org malfunctioned. The org is not receiving signals on tele 75 with any transmitter channel. The transmitters were tested on other tiles with no problems. They were able to see the transmitter with a spectrum analyzer with a reading of 15 for (B)(4), but there is no usable ECG reading on the cns. It was reported that the loaner org resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the org malfunctioned. The org is not receiving signals on tele 75 with any transmitter channel. The transmitters were tested on other tiles with no problems. They were able to see the transmitter with a spectrum analyzer with a reading of 15 for (B)(4), but there is no usable ECG reading on the cns.

Manufacturer narrative:
The customer reported that the org malfunctioned. The org is not receiving signals on tele 75 with any transmitter channel. The transmitters were tested on other tiles with no problems. They were able to see the transmitter with a spectrum analyzer with a reading of 15 for rssi, but there is no usable ECG reading on the cns. Loaner org was used to resolve the issue. The unit was sent in for evaluation. The unit was cleaned and evaluated. The reported problem of bed 8 with ch-314 has signal loss was duplicated. Additionally, the evaluation found that the rest of the bed with rx ver-ad had excessive noise on the respiration and spo2 waveforms. All malfunctioning parts have been replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 96 hours of extended testing and operates to manufacturer's specifications. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.